Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Due to the limited information provided, the cause of the calcification is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the field clinical specialist via the thv hotline, approximately 5 years and 2 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was explanted. A surgical valve was successfully implanted. The failure mode of the device is calcification. The patient was stable post procedure.

Manufacturer narrative:
Additions made to b.5, and b.7. Corrections were made to h.6.

Event description:
Medical records received revealed the patient was admitted to the hospital for chest pain, acute hypoxic respiratory failure, and non-st-segment elevation myocardial infarction. The sapien 3 bioprosthetic aortic valve had severe stenosis and high gradients. There was severe tavr valve degeneration with the restriction of 2 leaflets, and an aortic valve mean gradient of 8mmhg. The cardiology progress note surgical findings showed severe aortic stenosis due to a tavr with calcium ingrowth from the native aortic valve through the frame obstructing the tavr leaflets. The sapien 3 was explanted, and a surgical valve was implanted.